Event description:
It was reported that during preventative maintenance the plane visualization tool cannot be assembled on the handpiece. From a first visual inspection, it was seen that the internal cannulation is out of centering. No case involved.